Manufacturer narrative:
Tracking # (B)(4)op report attached.

Manufacturer narrative:
(B)(4). Firing trigger teeth.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional followup: spoke with risk manager, she indicated that the family has obtained legal counsel and obtained a court order to hold the devices. The devices are currently being retained in risk management at the account. The autopsy is still ongoing, ma law only reveals the results to the family. No further detail would be provided. Ees risk manager spoke with the hospital attorney he provided: the patient was a female in her late fifties and was being treated for cancer. The patient's family has obtained a court order for the device to be preserved. He is going to inquire as to our ability to take photographs and obtain the batch numbers. The original surgical procedure took place at (B)(6) hospital and once stabilized the patient was transferred to (B)(6) hospital. (B)(4)

Event description:
It was reported that the right ventricle lead was over sensing. The lead remains active. No patient complications were reported as a result of this event. It was later reported the patient died approximately 4 months later with cause of death noted to be "acute cva."